Event description:
It was reported that pump battery would not charge and a power source alert appeared, but issue occurred before call and charging later resumed using original charging supplies, with no pump shutdown or loss of function. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support to confirm replacement pump. Customer will continue to use current pump.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.